Manufacturer narrative:
This report is being supplemented to provide the device evaluation, additional information from the customer, additional microbial testing and legal manufacturer's final investigation. The device underwent additional microbial testing after being reprocessed at an independent laboratory and the device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The device was returned to olympus to undergo the device evaluation. The evaluation found a leak at the bending section cover and peeling coating on the insertion tube. As part of the investigation additional information was received from the customer regarding the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. During pre-cleaning, the customer aspirated water through the instrument and suction channels and rinses out the scope channels. During pre-cleaning and manual cleaning, the user facility cleans the scopes using anios clean excel d detergent. The customer brushes the instrument/suction channel and the instrument channel port using asept inmed swabs, reference number 201679 and brush reference number 20197. The customer manually disinfects the scope using anioxyde 1000. The scope is stored in a cabinet with no drying function. The customer uses voir biomedical as a maintenance company. The scope was not sterilized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the customer¿s positive microbial test. The customer¿s cds practices were reviewed but the investigation was unable to determine if the reprocessing practices performed were appropriate. The customer was performing reprocessing manually using peracetic acid. The reprocessing methods are described in the following sections of the scope¿s instructions for use (IFU): ¦chapter 6 compatible reprocessing methods and chemical agents ¦chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device undergoing evaluation, it was sent to an independent laboratory for additional culturing. The device was cultured on (B)(6) 2022 but was found to not to be conforming. The device will be reprocessed and resampling before returning back to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.